Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device could not secure the cutter. It is known that the device was not used during surgery but it is unk whether pt or user injury occurred. The date of the event is unk. There was no add'l info provided.